Manufacturer narrative:
It was reported that the device was discarded following explantation, and will not be available for analysis. This report is submitted june 1, 2017, (B)(4).

Event description:
Per the clinic, the patient developed a methicillin-resistant staphylococcus aureus infection and subsequently discontinued use of the cochlear processor due to healing issues. Subsequently, the device was explanted on april 24, 2017. The patient was not replanted with another device.